Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Report source, foreign - event occurred in (B)(6), the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the reamer is dull. The event occurred during surgery. There was no injury to the patient, body or health.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual inspection confirmed the reported event. The condition of the spherical cutter indicates that the cutters have been used in multiple surgeries and as a result became blunt. The most likely root cause of the reported event is the wear and tear of the instrument. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the reamer is dull. The event occurred during surgery. There was no injury to the patient, body or health.